Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
Device malfunction: none reported. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician in-training in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a coronary stenting procedure. Reportedly, after following the step by step instructions for use, the pt moved as the clip was being fired and some bleeding continued. A femostop was used to achieve hemostasis. There were no reported adverse pt effects. Though requested, no add'l info was available.